Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that these events, circulating hematoma and arteriovenous fistula, were on the opposite side of the body of the llipg introduction site and were caused by a patient condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure of the leadless implantable pulse generator (ipg), the circulating hematoma and arteriovenous fistula were noted in the first right femoral point. The compression dressing was applied. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.